Event description:
A site in israel reported that a pt received a hair removal treatment on her arms and responded with hyper pigmentation and burns on the treated area. The site reported that the pt was a type v skin type.

Manufacturer narrative:
The unit was installed at the user site (B)(4) 2012. There have been no clinical complaints regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2012, with no issues found. The treatment parameters reportedly used by the operator were: 18 mm spot size, 50 ms pulse duration, 6 j/cm2, and 40/40/20 dcd setting, which are not within the treatment parameters as recommended by candela's treatment guidelines for a type v skin type. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specification.